Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the cutting tip of an ar-1204as-90 flipcutter ii had broken off. It was further noted that the shaft of the device was damaged and the tip where the cutter had broken off was twisted. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl reconstruction surgery the tip of the device broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.